Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an integrity stent to treat a long rca lesion. The device was inspected with no issues noted. It was reported that the lesion was pre-dilated and the physician attempted to use the stent but it failed to cross the target lesion. The stent was taken out, examined and it was noted that a strut was sticking out. The lesion was re-ballooned and the device was replaced with another of the same size to complete the procedure. No patient is doing fine and no injury reported.